Event description:
It was reported that the external pulse generator failed to boot up, that the lower sector flashed and had scrolling horizontal lines. It was further reported that the generator failed to power on, even with a brand new battery. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests. No battery was returned with the device.